Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) spoke with the customer and confirmed that the station was online, and the issue had been resolved. The fse then remoted into the remote support service (rss) to verify this and captured a screenshot to support the confirmation. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. However, there were no delays or adverse events or injuries reported based on this event.